Event description:
It was reported while the physician was deploying the coil in the aneurysm, the coil was re-positioned a few times and became entangled in the strut of a stent. Physician was able to untangle the coil, but during removal, the coil stretched and broke at the detachment zone. Physician trapped the coil with a stent against the vessel wall. No pt injury reported.

Manufacturer narrative:
The device involved will not be returned for evaluation as it was implanted in the pt. Based on the initial report, repositioning the coil caused the coil to stretch and break. The instructions for use (IFU) warns that maneuvering and repositioning the coil may occasionally cause stretching which is a precursor to other malfunctions such as breakage.